Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow up experiencing complete loss of left ventricular capture. The patient was asymptomatic when presented in clinic. The device was reprogrammed, no intervention surgically had been scheduled. The patient was stable before during and after interrogation and would be monitored.